Manufacturer narrative:
(B)(4). Nakanishi inc. Concluded that no problems had occurred during mfg or testing of the subject device, as evidence in the DHR.

Event description:
The following info is from (B)(6) to nakanishi inc. (Nsk) regarding a device manufactured by nsk for (B)(6). (B)(6) event summary: water was being used, crown prep on #31. Doctor noticed the handpiece was louder and the back cap was hot, and that the pt had a shite spot on pt's tongue, about a back cap size, on top right of tongue. Completed procedure, administered chlorhexidine, canker-x, pain med rx. No permanent damage. Lubricate, statim 2000 autoclave, and then run before use each time. (B)(6) complaint review: (B)(4) - no other complaints for this serial number. The unit was purchased 2 january 2013 so was about 18 months old at the time of the complaint. (B)(6) investigation: repair history = there was no prior repair records found for this serial number. When the repair technician examined the unit, the technician found the driveshaft and cartridge bearings were rough. There was internal corrosion in the unit. The gear set and gasket were replaced and the unit was returned to the customer. Unable to duplicate complaint. Internal corrosion and worn/rough bearings and driveshaft could occur due to improper or a lack of lubrication/maintenance. (B)(6) conclusion: internal corrosion and worn/rough bearings and driveshaft could occur due to improper or lack of lubrication/maintenance. (B)(6) did not return handpiece to nsk for the MFR's evaluation.

Manufacturer narrative:
On october 14, 2016, nakanishi heard from the distributor that no additional information regarding patient was available.